Event description:
Female pt (age unk) had a vaxcel plus dialysis catheter implanted during a therapeutic procedure performed in 2006. On 9 february 2006 the suture wing was observed to have become loose from the catheter. The catheter was successfully explanted from the pt, and a replacement catheter was implpanted. The complainant indicated that there was no adverse affect in the pt as result of the reported probelm.